Manufacturer narrative:
No further information has been provided to date. This report will be updated should additional information become available.

Event description:
Boston scientific received information that one day post-implant this right ventricular (rv) lead exhibited loss of capture (loc). A perforation was suspected and subsequently confirmed via x-ray and ultrasound. The following day a revision procedure was performed wherein the physician attempted to reposition the rv lead but was unsuccessful as the helix could not be re-extended; the lead was explanted. The physician then attempted to implant a new lead but the electrode tines became stuck in the tricuspid chordae. The lead could not be removed; it was secured and was surgically abandoned. An alternate rv lead was then used and successfully implanted. No additional adverse patient effects were reported.